Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. The reported check therapy electrode messages were confirmed in the device download data. During investigation, a pinched pulse wire was discovered in the rear therapy electrode cable, likely causing the reported alarms. The root cause for the pinched pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving check therapy electrode messages.